Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, maryland bipolar forceps instrument was observed to have a damaged conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use, and nothing was out of the ordinary. The customer was activating bipolar when the issue occurred. The black insulation was probably stripped or damaged. There was a loss of cautery due to the issue and there were signs of thermal damage where the black insulation was damaged. No arcing was observed and the instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient. Patient demographic information was not provided. Isi did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.